Event description:
Consultant reports a case in which the plate was positioned incorrectly on the bone. Surgeon indicated he located the plate position based on a picture in the extra-articular distal humerus plate technique guide. Case was later reviewed with ao surgeon at the same facility who indicated the images in the technique guide could be improved. This complaint is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development evaluation was performed: the illustrations may not be as clear as they could be within the technique guide, but the wording is precise and correct. In addition, there is no information as to the exact nature of the plate's misplacement in the complaint and it is only a second surgeon's opinion that the plate is placed incorrectly. As a result, this complaint is deemed invalid. Placeholder.